Event description:
It was reported that, "surgeon commented that patient was coming back to operating room for possible infection, surgeon exchanged parts and washed out hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.